Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (won't hold charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. In addition, the battery pca and cells were contaminated. The root cause for the loose bus bar could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a patient's battery pack was unable to hold charge.